Event description:
It was reported that the lead was replaced due to fracture. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead was replaced due to fracture. No patient complications were reported as a result of this event. A lawsuit further alleged that the patient "suffered physical and other injury", that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]", and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced." The patient further reported receiving 3 inappropriate shocks.

Manufacturer narrative:
The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. The sprint fidelis lead model is included in a field advisory.